Event description:
It was reported, the triangle tip of the electrosurgical knife broke off during an unspecified therapeutic procedure due to the non-olympus generator output being set too high. The broken piece was retrieved from the patient successfully and the procedure was completed using a similar device. There were no reports of further patient harm.

Event description:
This report is being supplemented to update d4 (lot no.) And d9.